Manufacturer narrative:
Analysis could not confirm the reported event; the programmer started up correctly. Analysis found the touchscreen was cracked, the power bay cover was broken, the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly, both keyboard hinges were broken, and the stylus tip was bent. The lower hinges and lower case feet were worn out. It was noted the company logo button was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer can not be started because the fuse blows. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.